Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopy the metal on the obturator was dented and the plastic tip of the obturator was melted or misshapen. A trocar from a different lot was used to complete the procedure. There were no patient consequences reported.